Event description:
It was reported that the atrial lead had high and varying impedance measurements, sensing difficulties and noise. Programming changes were made. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.